Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 800 pro synchron chemistry analyzer's top tubes were filled with liquid after caps were pierced. No effect to patient or user was reported with this event.

Manufacturer narrative:
Bci field service engineer (fse) found a partially plugged cap piercer drain tube. Fse cleared obstruction and cleaned cap piercer, then verified repair per established procedures.